Event description:
On 16-jan-2017, a technologist reported to bracco injeneering (binj) a device malfunction with the use of fastload cta syringe. The report was forwarded to bracco drug safety on 10-feb-2017. On 16-jan-2017, after 10 ml of a 50 ml isovue contrast media injection, the cm syringe popped out of the injector and landed on the table. No patient or person has been reported injured in this event. There was only a potential for injury. Most recent follow-up information incorporated above includes: 02-jul-2018: binj received follow-up information which was sent to bracco on 27-jul-2018. Detailed description of the device malfunction, relevant test (CAPA) was added to the case. This case is medically closed. Bracco worldwide case ID#: (B)(4) (previously reported as (B)(4). Company comment: based on two decades of experience with the empower injector, it is the opinion of bracco medical advisory board member that the likelihood of a syringe burst is very small and if one should occur, the likelihood of serious harm or permanent injury or disability to patients or healthcare personnel is extremely low when compared to the total of devices sold on the market (2 ppm).

Manufacturer narrative:
Based on two decades of experience with the empower injector, it is the opinion of bracco medical advisory board member that the likelihood of a syringe burst is very small and if one should occur, the likelihood of serious harm or permanent injury or disability to patients or healthcare personnel is extremely low when compared to the total of devices sold on the market (2 ppm). The unique device identifier(UDI) number: (B)(4). The case is considered as closed.

Manufacturer narrative:
No patient or person has been reported injured in this event. The staff was not in a position to be injured. There was only a potential for injury to the patient if the issue would re-occur. This event is being investigated. The defective syringe has not been sent by the end-user. A demand has been done to retrieve the sample for investigation purpose. The manufacturing records demonstrates that the product lot has been correctly manufactured in accordance to the specifications. Records show no evidence of defects from manufacturing. Investigation is ongoing. (B)(4).

Event description:
On 17-jan-2017, a technologist reported to bracco injeneering (binj) a device malfunction with the use of fast load cta syringe. The report was forwarded to bracco drug safety on 10-feb-2017. On (B)(6) 2017, after 10 ml of a 50 ml isovue contrast media injection, the cm syringe popped out of the injector and landed on the table. No patient or person has been reported injured in this event. There was only a potential for injury. A quality investigation is ongoing. Additional information is required.